Manufacturer narrative:
Customer asked and was provided part number for speaker.

Event description:
The customer reported that he receives a "x2 speaker malf message" the device was used for monitoring at the time of the alleged malfunction. No death or patient /user injury or harm was reported.